Event description:
It was reported that the customer had a no delivery alarm during a basal, bolus, fixed prime on the insulin pump. The customer's blood glucose level was 188 mg/dl. The troubleshooting for no delivery alarm was performed. It was explained to the customer that the alarm was caused by set/reservoir occlusion. The customer reported that insulin exits with manual prime. The customer was advised that the insulin pump is working as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.